Manufacturer narrative:
During further evaluation, it was determined that the cracked saw head and loose knob failures found during investigation have been addressed in a CAPA. The assignable root cause was determined to be due to faulty/defective construction and design. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause could not be determined as the evaluation is still on-going. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side was out of specification, the turn knob mechanism was loose and the saw blade holder was cracked on the battery oscillator device. It was further determined that the device failed pretest for check saw blade coupling and functional test. It was noted in the service order that the device saw blade holder was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.